Event description:
It was reported that the preventive maintenance was partially completed. The first (new) mixing pump had a broken outlet hose from the factory, and since it was under the insulation, it was not visible during installation. While filling the water tank, the arctic sun was flooded with about a liter of water. The mixing pump was replaced again, and the arctic sun device was drained. The device was started up, the test passed, but while cooling to 28c for the fluid delivery line (fdl) test, the device suddenly shut down. However, the circuit breaker for the power outlet in the hospital actually tripped. The device was producing a short circuit. Replacing the io board was unsuccessful. The power module and power unit are completely dry and unaffected by water. Searching for defects revealed an open wire at the connection of the upper temperature sensor in the manifold. This open area appears to be a factory defect. Due to this flaw, stopped work, as the device needs to be completely inspected at the depot. Per review of wo on 17nov2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue could not be determined. Replacing the io board was unsuccessful. The power module and power unit are completely dry and unaffected by water. Searching for defects revealed an open wire at the connection of the upper temperature sensor in the manifold. This open area appears to be a factory defect. Replaced t3 cable on manifold assembly. New calibration, mtk and est (stk) were performed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the preventive maintenance was partially completed. The first (new) mixing pump had a broken outlet hose from the factory, and since it was under the insulation, it was not visible during installation. While filling the water tank, the arctic sun was flooded with about a liter of water. The mixing pump was replaced again, and the arctic sun device was drained. The device was started up, the test passed, but while cooling to 28°c for the fluid delivery line (fdl) test, the device suddenly shut down. However, the circuit breaker for the power outlet in the hospital actually tripped. The device was producing a short circuit. Replacing the I/o board was unsuccessful. The power module and power unit are completely dry and unaffected by water. Searching for defects revealed an open wire at the connection of the upper temperature sensor in the manifold. This open area appears to be a factory defect. Due to this flaw, stopped work, as the device needs to be completely inspected at the depot. Per review of wo on 17nov2025, there was no patient involvement.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.